Manufacturer narrative:
A lead migration was reported to abbott. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that the patient's lead had migrated. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.